Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer¿s blood glucose level. The caller did not report the same malfunction within the last 24 hours, and tandem technical support assisted the caller with resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reappear.